Event description:
It has been reported that the device will not power on.

Manufacturer narrative:
Available details indicate the support center staff provided remote troubleshooting assistance. The customer was instructed to insert the battery, but the device still did not power on. The customer advised they had checked the device the prior week and it did not power on then. The customer also mentioned they used the device over four months ago and they just changed out the pads set. They did not know if the device was beeping previously or for how long. The support center advised they would replace the battery and follow up to ensure this powers on the device. The replacement battery was sent, tracked, and delivered to the customer site. The support center followed up with the customer who advised the new battery was received and the AED powered on with no issues. The device is not available for additional investigation as it was returned to service. Based on the information available and the testing conducted, the cause of the reported problem was a battery failure. The reported problem was confirmed. A replacement battery was provided, resolving the complaint issue and returning the device to full functionality. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a replacement battery to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.